Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he couldn't locate his sensor upon sensor removal due to an early sensor shut-off issue. Pt is concerned that sensor may still be inside of his skin but states that he experienced some insertion misuse which could have caused the sensor to be missing. At the time of his call to dexcom technical support, pt reports that he was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.